Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a 35 volt (v) power malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was a 35v power malfunction. Device evaluation and repair are pending.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 21mar2024, a replacement of the power management (pm) printed circuit board assembly (pcba) was performed and the reported issue was confirmed to be resolved. The pm pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.